Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, missing, stress marks. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. (Stress marks).

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture baker grade iii¿ and ¿exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Healthcare professional additionally reported left side rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture baker grade iii¿ and ¿exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Device remains implanted. This record is for the left side.